Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer addressed the elevated bg by hydrating and resuming insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.